Event description:
Procedure: hysterectomy. According to the reporter, the device was broken. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No device fragment or component fell into the pt's cavity.

Manufacturer narrative:
(B)(4).